Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of 136 mg/dl, 112 mg/dl, 170 mg/dl, 138 mg/dl, 163 mg/dl, 111 mg/dl and 499 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
It was reported that patient underwent a revision elbow arthroplasty in 2009 to remove and replace the poly ulna bearing. During the procedure, unsuccessful attempts were made to replace ulna bearing, and the patient returned to surgery the next day to complete the procedure.

Manufacturer narrative:
Customer's meter (B) (4) and strip lot 0920322 were returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter 's memory however, several were located outside the ten-minute timeframe.